Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the serial number is unknown the manufacturing records cannot be reviewed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product malfunction or a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give dates: not applicable, as to date the lenses remain implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
A surgeon reported continuous issues with the intraocular lenses, model pcb00 (unknown quantities) once inserted into the eye. The surgeon reported that there are cases of slow opening of the haptics as well as the trailing haptic being twisted over to the left and under the posterior surface of the optic. Reportedly the lenses remain implanted in the patient's eyes. Additional information was received and it was learnt that the trailing haptic sticking behind and to the left of the optic is common place. The surgeon commented that pre-washing with saline solution before using the viscoelastic healon has no effect. This phenomenon happens in about 1 in 4 pcb00 insertions. It does not cause harm and he just has to wait for the haptic to unfold. When it does unfold the haptic sweeps up at 90 degrees to the optic plane so a deep anterior chamber has to be kept to protect the cornea. No further information was provided.